Event description:
It was reported that the autopulse platform was used on a (B)(6) female patient. The platform powered on without any issues. However, when the crew pressed the "start/continue" button to begin compressions, the autopulse lifeband did not size down to the patient's chest. The platform then displayed user advisory (ua) 28 (loss of clutch connectivity) and ua 29 (loss of brake connectivity) messages. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the platform showed no damages. An autopulse lifeband was returned with the autopulse platform. Visual inspection of the lifeband indicated that the lifeband belt was twisted and torn. There was no reported issue against the lifeband and the damages appear to have been due to wear and tear during use. During functional testing, a user advisory (ua) 29 (loss of brake connectivity) was observed during the first compression, thus confirming the reported complaint. Further inspection identified that the cause for both reported ua 28 (loss of clutch connectivity) and ua 29 codes to be the power distribution board, which was not functioning properly. After replacement of the power distribution board, the platform ran with a large resuscitation test fixture (equivalent to a 250 lb. Patient) for 10 minutes and no problems were found. The platform's archive data was reviewed and found no user advisories on the reported event date of (B)(6) 2015; however, multiple ua 28 and ua 29 codes were observed on (B)(6) 2015. Based on the investigation, the part(s) identified for replacement was the power distribution board. In summary, the reported complaint of a ua 29 fault was confirmed during functional evaluation and platform archive review. The reported ua 28 was not duplicated during testing; however, it was observed to have occurred multiple times in the archive. Both of the reported ua codes were attributed to the power distribution board, which was not functioning properly. Following service, including replacement of this board, the device passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/19/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.